Event description:
It was reported that after cardioverting the patient at the end of an atrial fibrillation ablation procedure, it was noticed that the patient's blood pressure had dropped. ICU confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was admitted. The patient updated health status is good.

Manufacturer narrative:
The concomitant products: carto 3 system product mfg# m-4800-01 serial # (B)(4), stockert 70 system product mfg# m-5463-01 serial # (B)(4), cool flow pump product mfg# m-5491-02 serial # (B)(4), 7fr lasso 2515 nav vari, 22p product mfg# d-1290-01-s lot # 15464840l (disposed), acunav lot #unknown (reprocessed), coronary sinus catheter lot #unknown (reprocessed). (B)(4).